Manufacturer narrative:
Upon review, the initial 3500a report should have stated the following: should have had adverse event and product problem selected. Should have had life-threatening selected. Conclusion statement should have read as follows: this complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2017. The patient stated that they manage their diabetes with insulin (self-adjuster). It was not reported if the patient made any changes to their usual diabetes management regimen due to the alleged power issue. The patient reported that an unknown time after the alleged issue started he developed an ¿insulin reaction¿, but denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had charged the meter until the ¿charge complete¿ message had appeared and based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.